Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide did not move forward. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data showed that the device completed 32 pulses, 22 of which were first prime pulses, before being deactivated. No timeouts our drive stalls were observed, however, a rotational sensor malfunction occurred. The drive mechanism was investigated and the commutator cap was found to have contamination on it in multiple spots. The contamination on the commutator cap is what caused the rotational sensor malfunctions, causing first prime to end earlier than expected which is why the device did not deploy. No other damaged or deficiencies were observed during the investigation.